Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was unknown. Customer stated that the act button was working. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.